Event description:
The implantable neurostimulator underwent non-normal battery depletion and was unable to be recharged. The device could not be interrogated. The neurostimulator was replaced. There was no pt injury associated with the event; the pt recovered without sequelae after device removal. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).